Event description:
A lab employee cut her finger on a broken hematocrit that contained meter trax control level high.

Manufacturer narrative:
The labeling and certificate of analysis of the control material indicate that each human whole blood donor unit used manufacture this control was tested by FDA- accepted methods and found (B)(6) for (B)(6), antibody to (B)(6), and antibody to (B)(6). In addition, the labeling instructs the users to treat all human source material as potentially infectious and should be handled with the same precautions used with pt specimens. Root cause of event: user error.